Event description:
Boston scientific received information that this device and right ventricular lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Pacing inhibition was also observed. The patient¿s system was reprogrammed and no intervention has been performed at this time. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Despite multiple attempts made to the field, no further information concerning this event was made available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.